Event description:
The facility reports the patient was sitting on the commode attachment connected to the lifter. The staff were in the process of taking the resident off the commode and transferring back to bed when the top right-hand hook of the sling came off of the lift. The resident swung and the staff grabbed the resident to assist and to lift to bed. No injuries were sustained to the resident.this is the second occurrence.